Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "failed the downstream occlusion pm test", which was reproduced and confirmed during the 100 ml/hr test of evaluation. It was determined the cause was that the downstream tubing guide gap was out of specification. The device was reworked to correct this condition. Additional information: high readings.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.